Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Event description:
It was also reported that the patient was enrolled in the (B)(6) clinical study.

Event description:
It was reported that after the implant, when the patient was being moved from the table to the stretcher; they had complaint of hiccups due to phrenic nerve/diaphragmatic stimulation. Fluoroscopy confirmed no change in position of the left ventricular lead. Every configuration attempted had either phrenic nerve stimulation or high thresholds. A lead revision was then done. A number of positions were attempted along the length of the vessel and a final position was found with no stimulation. The left ventricular lead was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.